Event description:
Information was received from a consumer, healthcare provider (hcp), and a manufacturer's representative (rep) regarding a patient who was receiving 100 mcg/ml of fentanyl at 63.56 mcg/day and 8.0 mg/ml of bupivacaine at 5.0848 mg/day via an implantable pump for non-malignant pain and migraine. On (B)(6) 2017, it was reported that the patient observed an error code on their personal therapy manager (ptm) of 8476, indicative of a motor stall. The patient confirmed that they had heard a two-tone alarm. The patient experienced a return of symptoms with increased head pain. The patient stated that they had symptoms of withdrawal including feeling "sick" and nauseated. The hcp verified the code on the patient's ptm and confirmed the motor stall that had not recovered through interrogation. The patient's last pump refill was on (B)(6) 2017. It was confirmed that the patient had had no falls or trauma. The motor stall was confirmed not to be related to an MRI. The patient's pump eri was 14 months. The patient's pump was replaced on (B)(6) 2017. The pump was to be returned to the manufacturer for analysis. The patient's status was listed as "alive-with injury" with a reference to the patient's withdrawal sym ptoms. The patient symptoms were confirmed to have been resolved. It was reported that any environmental/external/patient factors that may have led or contributed to the issue were not able to be determined. The issue was considered resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-27. It was reported that the a manufacturer's representative would be returning the pump this week. No further complications were reported or anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl [100.0 mcg/ml] at 51.98 8.0 mg/ml, and bupivacaine [8.0 mg/ml] at 4.1586 mg/day. Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.